Manufacturer narrative:
(B)(4).

Event description:
It was reported that wire fracture occurred. An accustick¿ ii was selected for use. Access was gained in order to place the drain into the right gluteal muscles. When the wire was inserted, it was noted that the floppy tip broke off in the patient's body. No attempts were made to retrieve the fractured tip and the fractured tip remained inside the patient's. The procedure was completed with another accustick kit. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A stainless steel guidewire and accustick introducer set of stiffener, dilator and sheath and protective hoop were returned for analysis. A guidewire was received with the distal section broken and was not returned for analysis with the broken end shows evidence of bending. The guidewire was also slightly bent in the distal section and the stiffener, dilator and sheath were slightly bent in the distal section. The sheath tip damaged and the distal end of the dilator was kinked. The section of the guidewire received was measured and was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that wire fracture occurred. An accustick¿ ii was selected for use. Access was gained in order to place the drain into the right gluteal muscles. When the wire was inserted, it was noted that the floppy tip broke off in the patient's body. No attempts were made to retrieve the fractured tip and the fractured tip remained inside the patient's. The procedure was completed with another accustick kit.no patient complications were reported and the patient's status was fine.